Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal stent, and a suprarenal stent on (B)(6) 2011. Upon follow-up, computed tomography (CT) revealed a type 3a endoleak. The physician elected to implant another infrarenal and suprarenal aortic extension to seal the endoleak. The patient is in stable condition.